Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 90% stenosed, 20mm x 3.50mm, de novo, concentric target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2x12mm non-bsc balloon catheter resulting in 85% residual stenosis. A 3.50x20mm promus element¿ plus stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The physician then removed the device from the patient and the procedure was completed with implantation of a 3.5x23mm non-bsc stent. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device is a combination product.   Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 2 locations at the points of severe kinking. The hypotube broke 210mm & 225mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its stent profile. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).